Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 17.5ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation port or balloon assembly. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band was returned to terumo medical corporation for assessment and the sample passed leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt (r) the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the case was a radial access left heart catheterization. It is unknown if percutaneous coronary intervention (pci) was performed. Closure was performed with tr band. The patient was transferred to recovery area where the staff discovered a hematoma proximal to access site, unknown how much time passed post procedure. The staff stated that the tr band was leaking air. A large tr band was placed on the hematoma. Staff then proceeded to remove the tr band and replace it with a new one. Hematoma proximal to access was resolved. The patient was in stable condition per staff.